Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. A post- accelerated stress test (ast) 2-hour 15min 8500ml simulated treatment failed. An s_005 system error occurred upon startup. Found I/o board causing s_005 alarm. The I/o board was replaced with a functional I/o board. A post-ast was performed without any failures or problems. Removed functional I/o board at the end of investigation. It was identified that the cause for the blank screen was due to a burnt transformer (t1) on the inverter board. The inverter board located on the rear of the front panel assembly. A known good inverter board was installed, and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the clinic¿s liberty select cycler had physical damage. The patient was connected to the cycler and in a drain sequence when a message appeared. The peritoneal dialysis nurse (pdrn) was unable to confirm the message. The pdrn reported that they rebooted the cycler and it started to melt and smell like smoke. The cycler was rebooted again, however, the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). Pdrn confirmed that there was no fire or smoke observed, however they smelt smoke. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.

Manufacturer narrative:
Correction: patient age, date of birth, and weight.